Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations, reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a noise image due to damage on plug unit and error e218 (scope malfunction err) occurred due to shortcut of circuit board unit. There was no patient involvement.